Event description:
It was reported that when the patient was laying or sitting he feels like he is being electrocuted. The patient had been to the doctor twice and ER. They could not reach the person monitoring the implantable neurostimulator (ins). Regarding when this started, the patient stated (B)(6) 2015. Regarding if the patient had tried turning ins down, the patient stated yes but then he has accidents. It was also reported that the patient was experiencing a shocking or jolting sensation. The shocking sensation happened mostly at night and was positional. The patient had tried decreasing stim but then the patient's symptom return. He wets himself and can't feel stim. The patient had not had any falls or trauma. Regarding if the patient had been keeping a voiding diary, the patient stated, not really. The patient was still working during the day and has to fill out paper work so was not able to keep a diary. Regarding if the patient's hcp (healthcare provider) had talked to him about when it was appropriate to change programs, the patient stated the hcp left it up to him. The patient's wife indicated that the patient had not been given authorization to change programs. The hcp said the manufacturer's representative is supposed to be monitoring the device but they hadn't gotten a call from her and the hcp can't get a hold of her either. The following service or education issue(s) were observed by the patient services agent: the patient appropriately contacted hcp for assistance with a therapy concern but was directed to call the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reports a loss or change of therapy. When his neurostimulator was first installed, it worked fine but then problems started with the therapy. He was running to the bathroom like he used to. If he turns it up even a little, he will get a shocking sensation in his back and his legs. At night when he was sleeping he gets an electric shock, so he had to decrease it down to a point where he gets no therapeutic effect. The therapy was noted as on. The patient indicates the hcp (healthcare provider) had not given him any instructions regarding different programs available. The managing hcp didn't address his concerns when he saw him last month. Patient would like to change programs. Patient was able to change from program 1 to program 2 and increased amplitude to 0.7. He confirmed he was feeling stimulation sensation comfortably. This was consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015. The patient saw representative at his managing hcp's office last month and told both the representative and his managing hcp about his problems. The representative checked it and said everything was working fine. The representative and the managing hcp didn't address he was not getting therapeutic effect from the neurostimulator. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0qnrn, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).